Manufacturer narrative:
The investigation found that an in-house guidewire could not be fully advanced through the returned microcatheter, which is consistent with the alleged product issue. A clear material consistent with ptfe was found compacted and occluding the distal end of the microcatheter. Further investigation found exposed coil and damaged/missing ptfe lining at the hub transition, which would have contributed to the resistance encountered during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. The ptfe damage/delamination and resulting occlusion are consistent with advancing another device through the microcatheter with exposed coil.

Event description:
It was reported that the guide wire did not pass smoothly through the microcatheter. A new catheter was used to complete the case. The patient is in stable condition. Additional information was received from the post evaluation report revealed an exposed coil and damaged/missing ptfe lining at the hub transition, which would have contributed to the resistance encountered during the investigation. The ptfe damage/delamination and resulting occlusion are consistent with advancing another device through the microcatheter with exposed coil.